Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgical intervention was undertaken on (B)(6) 2024. During the procedure it was observed that the patient's lead had pulled out of the ipg. The lead was re-inserted into the ipg. Therapy was restored post procedure.

Event description:
It was reported that the patient's system was auto reducing. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which of the leads attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000098272.